Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output. Patient did not have receiver with them and stated they would test it on their own.